Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia around 250 mg/dl for several hours while using an ilet system with a contact detach steel infusion set, without visible issues at the infusion site, and was advised to and did perform an infusion set and site change, after which glucose trended down to about 200 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization or long-term impairment. Investigation included troubleshooting guidance and education on infusion set management with follow-up to monitor glucose trend. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.